Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was found to be dislodged the next day when it was checked. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.